Event description:
The customer reported that the system was transferring images to the wrong pt and that cine functions were not working. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connection between the power supply and the cine drive was tightened and the software was reloaded. The system was tested and found to be working as intended and put back into service.